Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred during use of a rayner toric intraocular lens. The event description provided states that the trailing haptic caught and tore during injection.

Manufacturer narrative:
(B)(4). The r-inj-04 injector and toric intraocular lens subject to this case were discarded by the healthcare facility; therefore, no device analysis could be performed. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. A back-up lens of the same model and power was implanted without further complication. The healthcare facility has confirmed that the patient was not injured as a result of this event. The available information on this incident indicates that the event occurred as a result of user error, therefore, additional lens loading training, since this event, has been provided to the physician by (B)(4) to prevent the recurrence of this issue. Rayner toric intraocular lenses are not available in the united states of america; however, feature the same haptics as the c-flex 570c and c-flex aspheric 970c intraocular lenses which are available in the united states of america.